Event description:
There was one endeavor sprint drug-eluting stent implanted in the lcx during the index procedure. It is reported the patient suffered a gastrointestinal (gi) bleed. A cauterization was performed and the patient recovered with treatment. Investigator has indicated that the event was not related to the study device.

Event description:
It is reported that the patient had a colonoscopy due to the previously reported gi bleed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results - inherent risk of procedure (hemorrhage).